Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and bent anterior cuff tabs. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A search of the lot history record for the reported lot did not reveal exceptions associated with this lot which could have contributed to this complaint and its investigation findings. Results of the query of similar incidents in the complaint-handling database from this lot did not reveal any indication of a lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5fr sheath after a cerebral subtraction angiography diagnostic procedure. Reportedly, when the plunger was removed, no sutures were attached. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.